Event description:
The pump was explanted after an implant duration of 20 months. No reason for the explant was given. A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6- device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.